Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the drain stage, where the home patient disconnected in dwell and the homechoice was alarming. The patient disconnecting from the set is a use error that may cause a system error 2240 and/or contamination. Per the baxter homechoice operator's manual, users are advised of the correct disconnect and reconnect procedures. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) alarm that appeared on the homechoice (hc) unit during drain 4 of 5. Per the home patient (hp), she disconnected during the dwell cycle and now the hc is alarming. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. The hc then showed a system error 2367 alarm. The tsr had the hp turn the hc off and on. The hc went back to press go to start. The hp would call the nurse and finish with manual supplies. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional relevant information is received.